Event description:
Dealer states the two bolts that hold the front rigging on the right side broke off inside the center seat frame. No injury reported. No additional information available per dealer.